Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that for a scoliosis surgery, with the screw in place, the medical staff tried to place the rod but it would not fit. They took off the screw and it broke. The medical staff could not finish the surgery with the device. The event did not lead to increase the surgery time. There was no risk for the pt. Add'l info has been requested.